Event description:
The customer contacted baxter's technical service center regarding ending therapy, which occurred on the homechoice (hc) during use during fill 3. The home patient (hp) stated that she had to disconnect and did not cap the patient line and laid the line on the machine. The baxter technical service representative (tsr) advised the hp to end the therapy and call registered nurse (rn) in the morning. On (B)(6) 2010, product surveillance spoke with the nurse regarding the patient placing the uncapped line on the machine. The nurse stated that the patient did not inform her of the incident. The nurse said that she would immediately contact the patient and instruct her of the importance of capping the line. No further information was provided.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of the patient disconnecting and not capping the patient line or placing it in the organizer. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. This review found the labeling adequate for the user error in the complaint baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.